Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue slide clamp broke the tube of a clearlink solution set while the set was being placed into an unspecified baxter infusion pump. This occurred during setup. There was no patient involvement. No additional information is available.